Event description:
Prior to a ptca/stenting procedure, the stent came off the delivery device right out of the package, the procedure was completed with another of the same device. No pt injuries or complications were reported.